Event description:
It was reported that on (B)(6) 2025 the patient presented with angina and angiogram revealed a totally occluded lesion in the right coronary artery (rca) with mild calcification and heavy tortuosity. Thrombus aspiration was performed and the 3x28mm xience alpine stent was implanted. However, on (B)(6) 2025 the patient had ventricular tachycardia and was returned to the cath lab. Stent thrombosis was suspected and cardiopulmonary resuscitation (CPR) was performed for 1 hour; however, the patient expired prior to having an angiography. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect(s) of death and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.